Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise signals and oversensing. Technical services (ts) was consulted and noted a possible electromagnetic interference (emi). The patient experienced a five second asystole. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity>>. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise signals and oversensing. Technical services (ts) was consulted and noted a possible electromagnetic interference (emi). The patient experienced a five second asystole. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the lead was explanted and replaced.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise signals and oversensing. Technical services (ts) was consulted and noted a possible electromagnetic interference (emi). The patient experienced a five second asystole. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the lead was explanted and replaced.